Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. No lot # provided. For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as it is an OEM manufacturing site. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record could not be performed as a lot number was not provided for this incident. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes yielded erroneous results.